Event description:
The caller alleged that they received occlusion errors, which resulted in hyperglycemia and a blood glucose result of 31.2 mmol/l. The user went to the hospital and was treated with insulin injections to lower blood glucose levels. The blood glucose results obtained at the hospital were not provided. It is also unknown how long the customer was hospitalized.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Manufacturer narrative:
Correction - the suspect medical device was updated in section d.